Manufacturer narrative:
(B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient had a neurological event while at home, was aphasic and was brought into the hospital for evaluation. The customer also reported that tah-t support was withdrawn due to a hemorrhagic stroke. The customer also reported that the tah-t, freedom driver and subsequent companion 2 driver supporting the patient were functioning properly.